Event description:
I have had the essure device implanted and it is the worst choice that I have ever done. I have constant pain and headaches all the time and feel like I am going through life like a zombie, just going through theorizing of life. I chose this after my fourth child because of the fast recovery time but it has forever changed my life. I have gained so much weight with it; I look and feel like I'm 8 months pregnant and it is very depressing. I really wish I could have known what I know now about essure and I would have never gotten it and taken my chances with a regular tubal. I am really praying that 2014, I will be able to get these things out of me and get my life back. It really is the worst thing ever to live in constant pain and depression, my kids deserve their mother back, not this person that I have become due to essure.